Event description:
The lead was repositioned due to high thresholds. The lead was programmed off due to the patient's atrial fibrillation.

Event description:
The patient's wife reported that the atrial lead came loose and is not attached to the heart, and she understands that the device may "die in january." The patient's wife further understood that the patient's atria are "not beating right" due to the lead "roving around." She stated that the lead was turned off but then the patient felt weak and tingling with numbness on the left side of the body, and when the lead was turned on again the patient felt back to normal. The patient received a heart monitor but the patient experienced the same symptoms when the monitor was in place. She also stated that the heart monitor and a cell phone were close to the device and she questioned if they may be interfering with the device. The device and lead remain in use. No patient complications have been reported as a result of this event. Patient's wife reported the patient now has "afib" and understands lead "zapping the heart may have caused it".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.